Event description:
Reporter alleged the needle from the softclix lancing system used in finger-stick blood glucose testing would not retract. The location of the alleged incident was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.